Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 425mg/dl and a no delivery alarm. Customer treated with pump. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days and the pump settings and basal rates are correct. The customer declined to further troubleshoot at this time, as they did not want to remove their set. Customer indicated that they would monitor their blood glucose and call back if necessary.